Manufacturer narrative:
Product investigation is in progress.

Event description:
Malfunction hazard/cord; detached, unraveled, coming apart, the tampon has a thread on the outside [device breakage] case narrative: consumer reported via email that the tampon has a thread on the outside. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Malfunction hazard/cord; detached, unraveled, coming apart, the tampon has a thread on the outside [device breakage] case narrative: consumer reported via email that the tampon has a thread on the outside. No injury was reported.